Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the nerve monitoring device was giving off more artifact noise than usual during a thyroid procedure. The service manual was provided to perform a quick system check. There was no patient impact.